Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 513 mg/dl at the time of the incident. The customer's blood glucose was 97 mg/dl at the time of call. The customer's blood glucose was 496 mg/dl at the time of hospitalization. The time of the hospitalization was 1am and the date of the hospitalization was (B)(6) 2015. The nurse completed troubleshooting for high blood glucose and the insulin pump passed. The nurse performed high pressure test and the insulin pump passed. The nurse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.